Manufacturer narrative:
No device information was provided. No device was returned or images provided so the complaint could not be confirmed. Review of the reported event identified that during a cyst removal and two level extreme lateral interbody fusion procedure an incidental durotomy took place requiring repair with no device problem reported an considered the result of an inadvertent surgical error. No device make, model or type was indicated or provided so a manufacturing review could not be completed. No additional investigation required. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...damage to blood vessels...residual risks to the patient associated with use of general surgical instruments are...instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure...risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include...tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising)...vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion..." "Warnings, cautions and precautions...use caution when impacting with these instruments in place. Be careful not to plunge or insert the facet sled past the facet sled stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Be careful not to plunge or insert the rasps past the stop, as this may lead to damage of the nerve roots and vascular structures that are ventral to the facet joint. Do not use the nuvasive power adapter for final tightening. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Compatibility: do not use nuvasive instruments with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. The nuvasive power adapter can be used with compatible power systems." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures...do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request..." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9004421-en w-2022-12.

Event description:
The event was identified during a review of the ams in xlif study, the report identified that on (B)(6) 2024 a patient underwent a right l4-5 facet cyst removal and a two level extreme lateral interbody fusion procedure at l3/4 and l4/5. During the procedure a small durotomy took place at the right l4-5 and was patched watertight with duragen and tissel during the procedure. No additional problems reported.